Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and marcaine (unknown concentration and dose) via an implantable pump for non-malignant pain. The date of the event was (B)(6) 2015. Medical history was pacemaker, alzheimer, 2011-2013 had back surgeries, magnetic resonance imaging (MRI) due to back surgeries and knees. It was reported the pump was replaced (B)(6) 2015 as it was time to change it out. The previous night ((B)(6) 2015) the patient fell out of bed and the stomach incision started bleeding. The patient called the physician. Interventions were not reported; additional information has been requested, but was not available as of the date of this report. Additional information was received from a consumer. It was reported that patient no longer had the pump (B)(4). Patient stated that it was removed the moment it was put in. (B)(4) implanted on (B)(6) 2015 by a healthcare professional (hcp). He didn't provide any information of the explant not why it was taken out. No further complications were reported.